Event description:
This supplemental report is being filed to provide additional information regarding product explant. There were no additional adverse patient effects. It was reported that this product will be explanted due to infection. No additional adverse events were reported. The explant procedure has been delayed, so the system remains implanted.

Event description:
It was reported that this system will be explanted due to infection. No additional adverse events were reported. The explant procedure has been delayed, so the system remains implanted.